Event description:
Additional information received indicated the patient's drg system was reprogrammed and effective therapy was able to be provided with the use of one lead. No further interventions are planned at this time. Also, the lead device information was provided to the manufacturer and has been included in this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's (australia) lead had migrated out of the epidural space. Also, prior to the migrated, the patient was not receiving effective therapy from the drg system. The physician indicated the plan to address the issue is to implant a scs system. The physician did not specify if the drg system was to be explanted, nor was any device information able to be provided to the manufacturer.